Manufacturer narrative:
This report is submitted on march 31, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with IV antibiotics. A skin revision was performed under a general anaesthetic where the abutment was changed on (B)(6) 2021.